Event description:
It was reported that the pump alarmed "possible helium loss" and could not operate normally. Findings/action taken: the pneumatic control sensor (pcs) assembly and interface block assembly were replaced.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore it is reportable. Evaluation: the pcs and interface block assembly were returned for evaluation. The pcs was evaluated using a valve indexer test fixture and leak tested using a leak tester. Valves (v1, v2, and v3) operated properly when activated on the valve indexer. Valve (v4) did not operate when activated. The pcs failed the leak test. The origin of the leak could not be determined. The pcs interface plate was covered with a white salt like substance. This substance may have migrated into the valves and therefore caused valve (v4) to freeze, causing the pcs to leak. The interface block assembly was evaluated using a leak tester. The interface block assembly passed the leak test. The reported complaint of pump alarms "possible helium loss" and can't operate normally was confirmed. The helium loss alarm was caused by a defective drain valve in the pcs assy. It is possible that the white salt like substance on the interface plate may have migrated into the drain valve.